Manufacturer narrative:
This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnaet2) ( that is sold in the united states under (PMA/510(k) # (cnaet3-t6).¿ a product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following intraocular lens (iol) implant procedure, the patient consistently reported perceiving a "veil" in her right eye. It was stated that revealed optical irregularities (a "kink" in the optic). It was also stated that patient is scheduled to undergo iol exchange in right eye. Additional information received and stated that in surgeon's opinion quality defect of the iol caused or contribute to the event and it was also stated that iol exchange was completed and the corneal edema was still present.